Event description:
It was reported that an ilet device with outdated firmware could not be updated via the mobile application, as the download button remained disabled and the app displayed a message indicating the latest firmware was installed despite the device showing only dexcom g6 integration; multiple restarts and a factory reset did not resolve the issue, and a replacement ilet was provided. Symptoms included no clinical symptoms. Outcomes included no health impact. Investigation included customer service troubleshooting and coordination with software support. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.